Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient programmer will not connect to their implantable neurostimulator (ins) with or without the antenna. The patient was sent a replacement patient programmer and they stated they are still unable to connect to their ins. The patient was directed to follow-up with their healthcare professional. No patient symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
Additional information received from the patient on 3-nov-2016 reported the circumstances that led to the communication issues included the patient's "machine" not letting him turn it on. Steps taken to resolve the communication issues included the patient following the directions he was given by patient services and the patient saw the manufacturer's representative (rep) who got it working. The patient noted that it was working fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.